Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. During the implant procedure positioning difficulty was encountered that appeared to have contributed to the patient's ventricular tachycardia. The patient was turned down for coronary artery bypass graft surgery. The patient was implanted with an impella 5.5 for planned percutaneous coronary intervention (pci) a couple of days following the impella implant. During the implant, the positioning of the impella 5.5 was a challenge as it kept getting snagged in the mitral apparatus with a smaller left ventricle. Eventually, the impella 5.5 device was pulled back, freed, and repositioned appropriately. However, during repositioning, patient went into ventricular tachycardia requiring shocks and a few chest compressions. The ventricular tachycardia improved with proper positioning. The impella 5.5 device ramped up to performance level p-6, and the patient was transferred to the intensive care unit without further issue. The patient was reported to be stable following this event. Four days later, the patient underwent the planned pci and remained stable throughout. The patient remained on the impella support post-pci for an additional five days before being weaned and device explanted. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vt/vf was not determined. The root cause of positioning issue was most likely patient condition as the patient has a small left ventricle.